Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the battery gauge was fluctuating. The customer experienced an elevated blood glucose (bg) level displayed as "high" on the continuous glucose monitor (cgm) with moderate ketones. Cause was unknown. A correction injection was administered to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.